Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited chronically low r-waves.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath, dizziness and nausea. It was also reported that the right ventricular (rv) lead exhibited a high number of short v-v intervals in the three days after implant. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced anxiety and was admitted to the hospital for a deep vein thrombosis (dvt) in their left arm. The rv lead sensitivity was reprogrammed.